Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found no image present due to failure of the video cable connectors; the reported problem of "b30" error was not confirmed. Additional evaluation findings are as follows: 1.) Front panel poor appearance; 2.) Output connector noted broken but connection was possible. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connecting an olympus, model enf-vh scope to the olympus, model cv-170, video system center, a "b30" communication error was displayed and the image was lost. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair department pointed out that the communication failure occurred due to a faulty scope socket, and consequently, a b30 error and the disappearance of the image seem to have occurred because of it. The cause of faulty scope socket could not be determined. Error code b30 occurs when the communication failure happens between the scope and the processor. Olympus will continue to monitor field performance for this device.